Event description:
It was reported that there were "episodes which occurred on (B)(6). Patient's family and hospitals have no record of any episodes that this may relate to. It was further reported that the patient received an inappropriate shock from his device on (B)(6) 2010 causing him to jump, resulting in a fall, and breaking his ankle. He was admitted to the hospital and discharged shortly after to rehabilitation hospital. The patient didn't have surgery for the ankle fracture. On (B)(6) 2010, patient was re-admitted to the hospital with a chest infection, agitation and confusion. The patient was treated with antibiotics and improved but suffered a cardiac arrest and died on (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) no anomalies found. Performance data indicates nst activity between (B)(6) 2010 and time of explant ((B)(6) 2010) appears to be physiologic with v-v cycles at > or = 300ms. Impedance trends appear stable. The main concern from the coroner is "the device was downloaded after the post mortem and there was nothing to suggest any activation after the 25/5 but there was no information recorded prior to that date suggesting that it had been downloaded on that date thereby deleting the information held." The doctors could not rule out the possibility that the patient had received another shock from the device. It was reported by the coroner that the cause of death was bronchopneumonia as well as stroke and ischemic heart disease. There is no allegation from a health care professional that the death was device related.